Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pre-discharge testing revealed the right atrial lead had dislodged. Chest x-ray confirmed lead dislodgement. The physician was concerned about the helix and opted to explant and replace the lead. The patient was in stable condition prior, during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.